Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h6 (investigation findings). Investigation summary: additional information received, situation analysis embc-25-0002-sa was opened to address this complaint.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to sections d1 (brand name), d4 (model number, lot number, expiration date, & primary unique device identification (usi) number) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
7 polybags impacted from an unknown lot #. See section c for additional information.

Event description:
When did it occur? Before use. Needle injury: no. Other treatment: no. Were the returned items used? No. If used, was anything adhered to it? Returned quantity: (B)(4). Details of the event (timeline, history, etc.): 26631 low dose 29g had seven bags of 326638 low dose 30g standard. Batch # unknown.